Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a fess surgery, they successfully got through registration and started case and then break out box faulted and nothing was working. Moments later it came back online and was functioning as intended. While on the call, it came back online after nothing was adjusted on the hospital end. Port 4 on the box still showed faulted. No further troubleshooting was completed as patient was on table and it came back online. This issue caused no surgical delay. There was no reported impact on patient outcome. Additional information was received. The manufacturer representative (rep) performed further troubleshooting. Port 4 was still showing as faulted. The breakout box and emitter were green and connected in the application tracking details. The rep opened print camera diagnostics. Port 4 was confirmed faulted, no system faults, but the tool faults under "diag for em said 3: rom". The rep n oted the procedure type was a tumor resection and the software wasn¿t recognizing the 3 points when trying to acquire registration the day of the report. This is conflicting information.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825, serial/lot #: -, ubd: UDI#: h3, h6: the system was serviced in the field by a medtronic representative. The axiem breakout box was replaced. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information was added to a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the procedure was a suboccipital craniotomy and cerebellar tumor resection.